Event description:
It was reported that the user experienced hyperglycemia above 400 mg/dl for several hours after a meal while using the ilet with subcutaneous insulin, with the user suspecting poor infusion absorption at thigh and upper buttock sites and taking an additional 5 units while still connected to the pump before changing the infusion site. Symptoms included fatigue, frequent urination, and gastrointestinal upset. Outcomes included elevated glucose requiring user troubleshooting and education.

Manufacturer narrative:
Investigation included customer interview, device-use history review, and troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction and a plausible contribution from infusion-site absorption issues and duplicate insulin administration practices. It was concluded that the event was consistent with hyperglycemia with cause unclear and that user education regarding site selection and avoiding external insulin while connected to the pump was reinforced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.